Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 5.6 inr and 6.1 inr on the coaguchek xs system while a professional coaguchek xs system returned as 4.6 inr. The patient's coumadin dose was held based on the result of 4.6 inr. No adverse event reported. Requested return of suspect system and replacement was sent.